Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 125mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.